Event description:
Healthcare professional reported 6 weeks after injection with juvederm ultra plus xc in "on-label areas," redness and irritation, which had developed post-injection, were still present as if "the juvederm was just injected." Pt was prescribed vitrase, which the healthcare professional believed to be "needed," as they felt the symptoms were not resolving on their own. Symptoms are considered resolved at this time.

Manufacturer narrative:
(B)(4). Multiple attempts to follow-up with the reporting healthcare professional have been unsuccessful; information such as exact injection site(s) is not available at this time. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.